Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient with 2cc of juvederm® vollure¿ xc in the perioral area and 2cc of juvederm® voluma¿ xc bilaterally in the mid-face. Ten days later, the physician injected the patient with 1 ml of juvederm® volbella¿ xc in the vermillion border. Approximately two months later, patient tested positive for covid-19, deemed not device related. Patient was taking off their immunosuppressant. Patient was approximately a month later, the patient experienced "non-inflammatory nodules, firmness described as painful, and swelling in the perioral region and midface. The physician applied hylenex® to the perioral area and prescribed the patient prednisone. 5 days later a second injection of hylenex® was provided as well as a prescription for lisinopril. 3 days later a third injection of hylenex® was provided. A week and a half later, a fourth injection of hylenex® was provided as well as the steroid kenalog. The patient has an undisclosed auto-immune disorder treated with humira and an immunosuppressant. The event has resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03354 (allergan complaint (B)(4)) and MDR ID # 3005113652-2021-03355 (allergan complaint (B)(4)) . This is the third MDR submitted for the third suspect product, juvederm volbella.